Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: the is a first complaint on of the material code 391495 with no lot number reported. The DHR was not able to be reviewed for the batch number was not reported. There are no samples and unclear photographs received from the customer for investigation. There are no retention samples available for investigation team as there are no lot number reported by the customer for investigating the reported defects . The defect is not confirmed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the venflon ii-16g experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: this is for your kind information to that fact that your company is manufacturing and selling rusted bd venflon i.v. Cannula needles in the (B)(6) markets, which should be banned so that the patient doesn't get in contact with some other disease due to the use of such needles. I am a resident of (B)(6), and had brought these rusted needles for my father who is ill.